Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head was returned attached to the trip wire and all the bands were attached in the ligator head. The trip wire was returned with evidence of mechanically cut. The handle slot was not secured. The suture hole and ligator head teeth were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had all the bands were attached, and it was attached to the trip wire. The trip wire had evidence that it was mechanically cut. Since there was no information about a rupture of the trip wire, it is possible that the trip wire was cut to remove the device, so, it was not coded as a problem. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured in the handle slot. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have affected the overall performance of the device causing that the inability of the device to deploy the bands, and the trip wire misassembled by users. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal banding procedure performed on (B)(6) 2023. The device was assembled and the ligator was installed onto the gastroscope where there was no difficulty experienced upon setting up the device. During the procedure, the physician entered the esophagus using the gastroscope along with the ligator. He then applied suction on the varices and rotated the handle; however, it was noticed that after the handle was rotated, the band would not deploy onto the varices. The physician unlocked the trip wire and pulled it further and locked it again. When he attempted to deploy the band by rotating the handle, still the band would not deploy. The device was removed from the gastroscope, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter address 1): chennai bypass road ariyamangalam area. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal banding procedure performed on (B)(6) 2023. The device was assembled and the ligator was installed onto the gastroscope where there was no difficulty experienced upon setting up the device. During the procedure, the physician entered the esophagus using the gastroscope along with the ligator. He then applied suction on the varices and rotated the handle; however, it was noticed that after the handle was rotated, the band would not deploy onto the varices. The physician unlocked the trip wire and pulled it further and locked it again. When he attempted to deploy the band by rotating the handle, still the band would not deploy. The device was removed from the gastroscope, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.